Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported for the patient's right distal jts femur: "patient presented with an infection and is in need of a washout. Washout scheduled for (B)(6) 2021." Update: the washout was performed on (B)(6).

Event description:
As reported for the patient's right distal jts femur: "patient presented with an infection and is in need of a washout. Washout scheduled for (B)(6) 2021." Update: the washout was performed on (B)(6).

Manufacturer narrative:
Reported event: an event regarding infection involving a jts, distal femoral replacement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Sterile lot: uk34s12516026-1-1. There have been no other events for the sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Catalog numbers and lot codes of other devices listed in this report: smcic01 smiles knee circlip mk2 lot b24759 smbpr01 smiles knee bumpers small lot b25094 smbsh01 smiles knee bushes small lot b17165 smtbc01g passive grower tib bearing sml lot b30064 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.